Event description:
It was reported that when stimulation was on, the patient was feeling an electrical surge in her right hand like the implantable neurostimulator was turning on. This started in (B)(6) 2014 when the old ins was replaced due to normal battery depletion. The patient was seeing a new health care professional to try and resolve the issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7495-51, serial# (B)(4) implanted: (B)(6) 2000, product type: extension. Product ID: 3389s-40, lot# v017959, implanted:(B)(6) 2007, product type: lead. (B)(4).

Event description:
Additional information was received by a manufacturer representative (rep) and a patient. It was reported that if the patient moves her arm a certain way, she receives a shock. The rep reported that the patient also turned the device off temporarily on one side due to the shocking. Impedances tests and x-rays were performed, and resulted in normal values / no damage to the system. The health care provider (hcp) turned the implantable neurostimulator (ins) back on and lowered the voltage. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Removed as aware date did not change from initial. (B)(4).